Manufacturer narrative:
(B)(4). Batch # m56231. The analysis results found that the ntlc75 channel half only was received and with two cartridge reload present. The reload (b) was received fully fired. The cartridge reload (c) was received unfired. In addition both cartridges have the gripping surfaces broken off making the reloads nonfunctional. No functional test was performed due the condition of the cartridge. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a right hemicolectomy procedure, when loading the device for the first firing, one of the wings broke off the reload. The reload was fired and there were no issues with the firing. The device was loaded with a second reload and fired with no issue. A third reload was loaded into the device, but the surgeon did not feel comfortable firing the device. No details were or will be available as to why the surgeon did not feel comfortable firing the device loaded with the third reload. Another like device was used to complete the procedure. No patient consequences were reported. Nothing fell into the patient and the reload and broken wing piece have been discarded.